Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed the keypad was partially detached and replaced the device's keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device's keypad was not functioning as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device's keypad was not functioning as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The cause of the reported issue was the damaged keypad.